Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are concerned about their bite. They feel it does not line up correctly and that not able to fully close their teeth. They also have concerns about the further movement of their teeth as they are noticing a couple of triangle holes between their teeth now. They also reported that their aligners have sharp edges, and they are noticing small cuts on their lips and tongue. The aligners also do not fully cover their top teeth which cuts into their gums. Provided filing tips to smooth sharp edges with file. From photos patient sent bite looks with in normal limits, provided information on bite feeling off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.